Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer delivered a bolus and changed supplies to address the occlusion alarms. Customer resumed insulin. Customer¿s blood glucose level was 250 mg/dl.